Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient who underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis (right) and a mentor siltex round moderate profile 275cc saline prosthesis (left) experienced right sided deflation and bilateral baker grade iii capsular contracture post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile saline prostheses was performed on (B)(6) 2020. The right sided deflation was reported initially under 1645337-2020-11755 on september 16, 2020. On november 11, 2020 mentor received additional information and initial awareness of the left sided capsular contracture. This report relates to the left prosthesis.